Event description:
The reporter indicated that the pt presented symptomatic (weak, dizzy, and lightheaded). The device was found to be in back-up. The reporter pressed the sf-1 key as instructed and she was brought to the parameter screen. However, she never received a "reset successful" message. She was unable to obtain any telemetry or communicate beyond the back up screen to the parameter screen. The reporter also stated that there is no pacer output seen, the pt's intrinsic rate is in the 30s. A temporay pacemaker was placed, and the implantable pacemaker is to be replaced. The device will be returned to the MFR.